Event description:
Patient had previously had a revision of a asr implant. Doctor had removed the asr cup, did not remove the stem. Implanted our cup with an eccentric liner. The patient then had 3 subsequent dislocations so he removed the cup again, kept the stem - implanted a tritanium cup and constrained liner.

Manufacturer narrative:
Reported event: an event regarding a dislocation involving a tritanium revision acetabular was reported. The event was not confirmed. Method and results: device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no other reported events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient had previously had a revision of a asr implant. Doctor had removed the asr cup, did not remove the stem. Implanted our cup with an eccentric liner. The patient then had 3 subsequent dislocations so he removed the cup again, kept the stem - implanted a tritanium cup and constrained liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.